Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation : rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported ¿device rupture¿. Later it was reported "found a lump with the size around 1cm¿.this record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, red and yellow particles, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Physician reported ¿device rupture¿. Later it was reported "found a lump with the size around 1cm¿.this record is for right side. The device has been explanted.